Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, it was noted that during procedure, the proximal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.